Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified no fracture damage or cracks. A witness mark is seen on the polar boss. No problem was found with the device, upon its return there are no fracture damage or cracks found. Complaint sample was evaluated and the reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were.  Updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the acetabular liner fractured under the force of the impaction when impacted into the shell. The surgery was completed with an alternative liner and no adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.